Event description:
Customer called with a concern regarding energy output as a pt claims to have received a 3rd degree burn during hair removal treatment at 30j, 30ms. Pt declined assessment by staff physician and instead sought treatment through personal physician who was reported to have diagnosed third degree burns.